Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. No button error alarm noted during testing. The lcd board was inspected and anomaly was noted. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the act and up buttons were not functional. The customer's blood glucose was 197 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.